Manufacturer narrative:
Device not returned.

Event description:
The therapy activated on its own and the patient was unable to turn it off. Patient had to go to the clinic where they were able to turn the therapy off.